Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing, with the patients rhythms amplitude decreasing during the episode. Therapy delivery was turned off. Technical services (ts) was consulted and reviewed stored data. The amplitude had return back to its expected values, so ts discussed how air entrapment is suspected as the cause for the observed episode. Ts recommended setting the system to use its secondary sensing vector while the air resolves. This device remains in service. No additional adverse patient effects were reported.